Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The customer also reported that they experienced low blood glucose of 28 mg/dl and high blood glucose of 340 mg/dl. The customer stated that they treated the low blood glucose with food. Troubleshooting was performed and no issue was found. The customer stated that they might have over corrected with insulin which caused the low blood glucose. The insulin pump will not be returned for analysis.